Event description:
It has been reported to hill-rom that during a transfer from bed to chair, the sling bar detached from the lift. The pt fell to the floor. The pt expired 30 minutes following the event. Ref MFR report# 8030916-2014-00008.